Manufacturer narrative:
The correct alert date is (B)(4) 2013.

Event description:
Per international affiliate, customer reports pain in her back/ spine at some point following device implantation. Request has been made for detailed information regarding the patient, device, and the event, for return of the device, and for confirmation of the alert date that was provided.

Manufacturer narrative:
It is not known if the device will be returned for evaluation. A follow up report will be filed upon receipt of additional information, receipt of the device, or if is determined that neither the device nor additional information is available. Device remains implanted.

Manufacturer narrative:
The device was not returned for evaluation. No lot number was available. Without a lot number, a review of manufacturing records cannot be completed. A complaint trend analysis could not be conducted as a product family, code or lot number was not identified. The provided x-ray examination results (no images) were reviewed by medical director. In the absence of images, no conclusions could be made. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.